Event description:
False positive result (s). Flowflex rapid covid test appears to have provided multiple false positives. Tested my son (age (B)(6), made sure to follow the directions carefully and get a good sample) multiple times. Used the same brand on myself, husband, and other son and got negatives. Followed with care start brand antigen test (negative), (B)(6) state project beacon pcr test (negative), (B)(6) vanguard in (B)(6) rapid test (negative), and a (B)(6)vanguard in (B)(6), pcr test (negative). Ref l031-118b5, lot cov1120041, (expires 2022-12-01) made in (B)(6); l031319-01, numbers next to qrcode: (01)00682607660261 (17)221201 (10)cov1120041, bar code: 682607660261. MDR# mw5109441.

Event description:
False positive result (s). Flowflex rapid covid test appears to have provided multiple false positives. Tested my son (age (B)(6), made sure to follow the directionscarefully and get a good sample) multiple times. Used the same brand on myself, husband, and other son and got negatives. Followed withcarestart brand antigen test (negative), (B)(6) state project beacon pcr test (negative), (B)(6) vanguard in (B)(6) rapid test (negative), and a (B)(6)vanguard in (B)(6), pcr test (negative). Ref l031-118b5, lot cov1120041, (expires 2022-12-01) made in (B)(6); l031319-01, numbers next to qrcode: (01)00682607660261 (17)221201 (10)cov1120041, bar code: 682607660261. MDR# mw5109441.